Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. The name of the initial reporter was not provided. On-site troubleshooting occurred in real time while on the service call. The dongle was discovered to be loose, directly causing the reported problem. The dongle was re-seated and the issue was resolved.

Event description:
A site representative reported that the imaging system could not be released from e-stop. The reset button was pushed without resolution. The dongle was re-seated, which resolved the issue. This occurred outside of any patient involvement. No additional details were provided.